Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes "lack of capture and sensing". Measured data read >1990 ohms lead impedance. During the surgical procedure the lead tested normal, so the pulse generator was replaced.